Event description:
Sq remunity self-fill patient. Patient reports currently in the hospital due to kidney pain, unrelated to pulmonary arterial hypertension (dates and length of stay). Patient states she is having an issue with one of her pumps. Pump states patient is not close enough to the pump and low battery alerts, patient will change and it works then it appears again. Malfunction is not leading to missed doses. Patient does have a backup. Patient unable to read fine print and states she will reach back out tomorrow with pump info and to schedule return box and replacement. No further details provided. Patient started remunity device in (B)(6) 2024. Was troubleshooting done? Attempted to change batteries and still happens 2. Did patient miss any doses or have an interruption in therapy due to pc? No 3. Did patient experience an ae due to pc? No 4. Is the malfunctioning device available for return, in case the manufacturer requests? Yes 5. Is defective device being replaced? Not at time of report 6. Is therapy life sustaining?